Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip broken off at the base of the clevis. As a result, there is separation of the yaw pulley and pulley cover at the glue joint. The broken grip was returned with the instrument. No other damage was found.

Event description:
It was reported that during a da vinci s surgical procedure, the maryland bipolar forceps instrument broke and a fragment fell into the patient. While trying to locate the broken piece, there was a delay in the procedure. The broken piece was successfully retrieved and the planned surgical procedure was completed.